Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of april 8, 2022, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E020202 - captures the reportable event of depression. E0206 - captures the reportable event of loss of enjoyment. E2401 - captures the reportable event of bowel dysfunction. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device.

Event description:
It was reported that the patient had an advantage fit blue system implanted during a procedure and has since experienced complications, including chronic pain - specifically pelvic, bladder, suprapubic, sacral (tailbone), and vaginal pain, dyspareunia with pain upon insertion, bowel dysfunction, scarring, further or worsening urinary problems, depression, and a loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Blocks h2: additional information b5 (describe event or problem), d6b (explant date), and h6 (patient and impact codes) have been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of april 8, 2022, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Assistant during surgery: (B)(6). The explanting surgeon is: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E020202 - captures the reportable event of depression. E0206 - captures the reportable event of loss of enjoyment. E2401 - captures the reportable event of bowel dysfunction and irregular skin lesion on the left perineal body. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device. F1903 - captures the reportable event of device removal.

Event description:
It was reported that the patient had an advantage fit blue system implanted on (B)(6) 2022, during a procedure that included mid-urethral sling placement using the advantage fit technique, rectocele repair, da vinci hysterectomy with bilateral salpingectomy, da vinci sacral colpopexy, and da vinci paravaginal repair. The sling was implanted through suprapubic and vaginal incisions with mobilization of the urethra and development of the retropubic space. Cystourethroscopy confirmed the integrity of the bladder, urethra, and ureters, with no mucosal lesions and only mild trabeculations noted. A non-bsc mesh was also placed in both anterior and posterior compartments and anchored to the sacral promontory. The patient tolerated the procedure well, and no intraoperative or postoperative complications related to the sling or mesh were reported. Following implantation, the patient developed chronic pelvic, bladder, suprapubic, sacral (tailbone), and vaginal pain, dyspareunia with pain upon insertion, bowel dysfunction, scarring, worsening urinary problems, depression, and loss of enjoyment of life. The patient claims to have suffered, or may suffer in the future, physical pain, mental anguish, physical impairment, and medical expenses due to the implanted device. On (B)(6) 2025, the patient underwent surgery for pelvic pain, which included sling removal and excision of a left perineal lesion. Under general anesthesia, an incision was made beneath the mid-urethra, the sling was identified, incised in the midline, and dissected laterally to the inferior aspect of the pubis. The mesh sling was completely removed and sent to pathology. An irregular skin lesion on the left perineal body was also excised. The vaginal mucosa was closed with interrupted vicryl sutures. There were no complications, and the patient was transferred to the recovery room in stable condition. Pathology confirmed the excised mesh as surgical hardware (gross examination only) and identified the perineal lesion as a fibroepithelial polyp with no evidence of dysplasia or malignancy.

Event description:
It was reported that the patient had an advantage fit blue system implanted during a procedure on (B)(6) 2022, which included mid-urethral sling placement using the advantage fit technique, rectocele repair, da vinci hysterectomy with bilateral salpingectomy, da vinci sacral colpopexy, and da vinci paravaginal repair. The sling was placed through suprapubic and vaginal incisions, with mobilization of the urethra and development of the retropubic space. Cystourethroscopy confirmed the integrity of the bladder, urethra, and ureters, with no mucosal lesions and only mild trabeculations noted. A non-bsc mesh was also used in both anterior and posterior compartments and anchored to the sacral promontory. The patient tolerated the procedure well, and no intraoperative or postoperative complications related to the sling or mesh were reported. However, the patient has since experienced complications, including chronic pain specifically pelvic, bladder, suprapubic, sacral (tailbone), and vaginal pain, dyspareunia with pain upon insertion, bowel dysfunction, scarring, further or worsening urinary problems, depression, and a loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Blocks h2: additional information: blocks a2 (date of birth), b5 (describe event or problem), and b7 (other relevant history) has been updated based on the additional information received. Block b3 date of event: the exact event onset date is unknown. The provided event date of april 8, 2022, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). Assistant during surgery: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2330 - captures the reportable event of pain. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E020202 - captures the reportable event of depression. E0206 - captures the reportable event of loss of enjoyment. E2401 - captures the reportable event of bowel dysfunction. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for an unspecified personal injury related to the device